Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, although steps one and two went as expected, the device 'jammed' on step three. The "emergency release procedure" was used to remove the device. Manual compression was applied to achieve hemostasis. "Due to impaired clotting and poor pt co-operation a groin hematoma developed." The hematoma was treated with compression. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed. The clip was not present with the device. All external and internal observations were normal for a clip-deployed device. Although it was reported that the access ports were use to retract the thumb advancer and clip delivery tubeset, the investigation revealed the device was not in the access port retracted state. These findings indicated the device was either manipulated post-procedure or was not the actual device related to this case. During testing, redeployment was successful, less the clip, with no unusual resistance. Based on the investigation, the root cause for the reported event could not be determined. The device performed according to specification. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.